Manufacturer narrative:
H6: medical device problem code a24 was replaced with a2303. The device was received for evaluation. Internal and external inspection was performed, and no issues were noted. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported events. A short-simulated therapy was successfully performed. Review of the device logs showed an excessive drain volume of 2189ml was identified during drain 2. Review of the device programming revealed the programmed estimated night uf (50 ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The therapy data from the seven most recent therapies showed the patient¿s average uf was approximately 719ml. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing, abdominal pain, ¿ribs hurt¿ and felt ¿really full¿ during fill one. The patient was connected to the amia device at the time of the events. The home patient (hp) reported they shut off the device early (the last two nights) after the first cycle. The hp stated they did not perform a last fill. The hp reported there was ¿too much water going in¿ and was experiencing symptoms. The hp reported they tried to receive the second fill and were not able ¿to handle the solution¿. No manual exchanges were done the day of the event. The hp stated they performed a manual drain two nights before as the device would not drain. The hp stated as soon as the first fill goes in, they felt too full before the fill was even finished. Treatment history showed 3 of 5 initial drain volume 9ml, night cycle 1 fill 1749 - drained 2139ml, night cycle 2 fill 1751ml - drained 1849ml. It was reported that draining relieved the symptoms and ¿felt fine as the first fill was completed and felt ok¿. The patient stated they wanted to change the program and renal therapy services (rts) advised only the nurse could change the program. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.